Event description:
Hamilton medical ag received the following description: calibration of the flow sensor failed. Ppat is low and can not be calibrated. Ventilator works ok after servo module replacement. The event did not occur during ventilation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update 05apr2024: root cause: it is concluded that the root cause is a defective inspiratory valve. After replacement of the inspiratory valve and full calibration, the issue no longer occurred.